Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the drill bit broke in the attachment. It was also reported there were no adverse consequences or delay as a result of this event. It was also reported the procedure was completed successfully. No further information was available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product not available - no further information was available.

Event description:
It was reported that during a surgical procedure, the drill bit broke in the attachment. It was also reported there were no adverse consequences or delay as a result of this event. It was also reported the procedure was completed successfully. No further information was available.